Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that numbers were ramping on their own. Customer states the scroll bar was moving with no input. Customer's blood glucose value was 183mg/dl. Insulin pump will not be returned for analysis.